Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, while loading the staples, the device was impossible to dock with the handle. It was noted that the surgeon was not able to fire. The surgeon was not able to press the green button and the handle was not able to be squeezed. A new device was used to complete the operation. There was no patient injury.